Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported to the emergency department with a report of a shock from their implantable cardioverter d defibrillator (ICD). Initial review of the episodes recorded by the ICD indicated one therapy was believed to be inappropriate as it was related to a supra ventricular tachycardia (svt). Follow-up with the patient's clinic indicated there were programming changes made to the detection parameters for svt. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.